Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that the rv impedance measurements were greater than 3000 ohms. Additionally, there were increased pacing threshold measurements, noise, oversensing and pacing inhibition. During the previously reported surgical revision, when the rv lead was disconnected from the device and checked via the pacing system analyzer (psa), the sensing and impedance measurements were normal and stable. The rv lead was then reconnected to the device and impedance and sensing measurements were again stable and within normal limits. However, the physician wanted a new device at that point. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pacing impedance measurements of greater than 2000 ohms, and loss of capture with less than two seconds of asystole. A surgical revision was performed and a loose connection was noted with the rv lead and the device header. Setscrew issues were also observed. The device was explanted and replaced. No additional adverse patient effects were reported.